Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported patient reported feeling they has had trouble breathing over the last few weeks. They feel as if they were at a lower dose. Advised patient that recommendation is to seek medical care at the hospital when experiencing any side effects that could be deemed as under delivery of medication. Pharmacy to send new cassettes to patient. Unknown if md is aware. Patient verbally understood and no other information known. No patient injury was reported. No additional information is available.